Event description:
Reporter alleged customer was unresponsive and was hospitalized due to high blood glucose device readings. Reporter stated at 11 or 11:30 pm, device read "hi" and gave himself insulin and a retest within 2 minutes measured 156 mg/dl. It was reported relative was unable to awaken at 3 am and called 911 after self treating with orange juice. Reporter stated emergency medical technicians (emts) treated with a shot, type unknown, and transported to the hospital. No controls were reportedly used. A request was made for the return of the suspect device and replacement product was sent.